Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that there was a problem of welding on the hose-pocket connection of the tourniquet, causing air leak. The event occurred during surgery with no harm to the patient or operator. There was a 80 minute delay in procedure. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.